Manufacturer narrative:
The controls were checked and were within range. The calibration data was checked. The sample probe voltage was checked. The alarm trace was reviewed and there were no errors occurring during the time the samples were processed. This event occurred in bra. Medwatch field UDI: (B)(4).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a troponin I value of 0.604 ng/ml accompanied by a data flag. The sample was repeated twice, each time resulting with a value of < 0.100 ng/ml accompanied by a data flag. The second sample initially resulted with a troponin I value of 0.597 ng/ml accompanied by a data flag. The sample was repeated twice, each time resulting with a value of < 0.100 ng/ml accompanied by a data flag. The third sample initially resulted with a troponin I value of 0.953 ng/ml accompanied by a data flag. The sample was repeated twice, each time resulting with a value of < 0.100 ng/ml accompanied by a data flag. The troponin I reagent lot number was 483102. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration and control data showed no indication of an issue. The customer did not use a rack adapter required for 13 mm. Diameter tubes. On 25-feb-2021, the field service engineer noticed the sipper probe was dripping, so he replaced the pinch tube and tightened the syringe connection. A sipper prime test was performed and there were no further problems. Controls passed and all test results were reproducible. On (B)(6) 2021, the customer stated that there was variation in the control results for several tests. On 04-mar-2021, preventive maintenance was performed on the analyzer and controls were within acceptable limits. On (B)(6) 2021, the customer stated they continued to have issues with patient results. On 13-mar-2021, the field service engineer replaced the sipper probe, aligned and repositioned tubing, and performed cleaning and measuring cell preparation maintenance. The probe liquid level detection was adjusted. The field service engineer later determined there was a leak due to an incorrect tubing connection. After correcting the connection, the issue did not recur. The investigation determined the issue was resolved by the actions of correcting the tubing connection and the previous drip of the sipper probe.